Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they could not communicate with the recharger. The last time the patient felt stimulation was over six months ago and the last successful charge session was over six months ago. The reason for not charging was recharging difficulties as the patient thought the implant was too deep at first, but she had lost 22 pounds and it hadn't made any difference. The patient had an appointment to see their healthcare provider for a special recharge session to jump start her implant. The patient noted she had been having recharging issues since implant and stopped using it over six months ago. The indication for use was non-malignant pain. Additional information was received from the patient indicating that an overdischarge had occurred due to premature battery depletion. This occurred due to poor coupling during recharge. The patient was seen in the office multiple times, had 2 device resets, and had only 4 coupling bars on the day of the report. The battery is planned to be replaced as the patient has had trouble recharging since replacement in 2014. Before, the replacement, she had a rechargeable battery that lasted for its 9 year duration. After the replacements, only 4 coupling bars can be obtained, even after the resets after the over discharge. The coupling will be tested with a new battery intraoperatively when the battery is replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.